Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the laser mark on an evos 2.7/3.5mm pl-d humerus pl 6h left 85mm was"right" instead of "left". As this was noticed upon while putting kits together in the distributor facilities, there was not any impact on a patient.

Manufacturer narrative:
H11: this case has been reassessed by the manufacturer based on the risk analysis performed and was determined to be not reportable pursuant to 21 cfr §803. This position considers the most likely scenario and worst case scenario if this plate makes it to the operating room. This is a non-sterile part that is removed from packaging and placed in a sterilization tray with other left-handed parts prior to sterilization. The failure is recognizable by the user as the package labelling and catalog item laser etch is correct. In case the device is used during surgery, it is either used correctly as a left-handed part or an alternate is utilized without significant surgical delay.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. However, the photograph was reviewed, and revealed that the laser etching of the device says "right". A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to drawing print, laser mark on the evos 2.7/3.5mm pl-d humerus pl 6h left should be "left" instead of "right". A review made by the quality engineering team revealed that the part was verified to be a left-handed part with the correct batch and catalog item laser etched. Only the hand laser etching is discrepant and depicts ¿right¿ instead of ¿left¿. No additional complaints have been reported. The incident was escalated. At this time, we do have reason to suspect that the product failed to meet specifications at the time of manufacture. The root cause of this event was determined to be the laser was programmed incorrectly during program creation. Subsequent visual inspections failed to capture the discrepancy. This issue was identified and is being addressed though our internal quality process. Based on this investigation, the need for corrective action is indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.